Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leakage at septum. Problems with an indwelling needle during infusion of fluids to a patient, with blood seeping externally from the isolation plug at the end port of the indwelling needle.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo showed blood oozing from the end of the septum. 2. DHR/bhr review lot#: 4052012. 1. The products of this batch were assembled at intima ii auto line 2 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was (B)(4) pcs. 2. The septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3. The leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4. No unqualified, deviation or rework activities in the production process. 5. The septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1. The retained sample of this batch is taken for 800mm simulated clinical leakage test, and no leakage is found at the septum. 2. No similar complaints have been received from other hospitals since this batch of products was shipped in may 2024. 3. The plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process, all the test results were within the requirements of the product specifications, and no similar complaints about this batch of products have been received from other hospitals. The returned photo showed blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.